Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was isolated to the defib board c19 negative lead has a broken solder joint, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was receiving a service code(s) / wrench code(s).